Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unable to connect to the server. A technical support specialist (tss) remotely accessed the db and application servers and successfully logged into the es server using a support account. The fse reviewed application and active directory (ad) synchronized logs, confirmed connectivity to the domain controller, and identified that the issue originated from a customer managed domain controller experiencing memory problems. Tss coordinated with customer information technology team (it) to add an additional domain controller, restarted ad sync services, and confirmed acceptance of the new domain. Users were initially able to log in, though menu visibility issues were observed, and user re enrolled biometric identifier (bio ID) as advised. Tss explained that the domain controller was managed by customer it and required further investigation. The tss later updated the ad server fqdn, verified ad sync connectivity, confirmed users remained in the system, and validated successful user logins, confirming system functionality. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server customer reported an issue with the server and stations, were unable to connect to the enterprise server and received an error occurred while processing your request message. All stations were not working, and users were unable to sign in. The customer confirmed with hospital information technology team (hit) that there were no known network issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.